Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had history of driveline infection with perforation of transverse colon status post partial colon resection with anastomosis and externalization of line in (B)(6) 2019. The patient is on chronic doxycycline.

Event description:
There was bleeding from surgical site on(B)(6)2019 . Patient had a history of gastrointestinal bleeds.

Manufacturer narrative:
Section b3: event date updates section b5, h6: additional information, history of previous infection is reported under MFR #2916596-2020-01937 , history of bleeding reported under MFR: 2916596-2020-01769.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of the driveline perforating the patient's colon could not be determined through this evaluation. Moreover, a specific cause for the reported bleeding from the surgical site and a direct correlation with the device could not be determined through this evaluation. It was reported that the patient experienced perforation of the transverse colon status post partial colon resection with anastomosis and externalization of line in (B)(6)2019 . The account later clarified that the event where the driveline (dl) perforated the colon occurred during the admission on (B)(6)2019 at which time the patient experienced gi bleeding. Information provided indicated that there was bleeding from the surgical site on (B)(6)2019 . No alarms or functional issues with the lvas were reported in association with the event. The patient remains ongoing on mlp-015254. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides instructions on creating the tunnel for the pump cable during implant and instructs the user to make sure the pump cable is clear of anatomical or surgical elements. No further information was provided. The manufacturer is closing the file on this event.